Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat bilateral lower back pain. The system was successfully activated on (B)(6) 2025. A survey completed by the patient on (B)(6) 2025 indicates the patient had received approximately (B)(4) reduction in pain symptoms. During a routine follow-up visit at the medical clinic on (B)(6) 2025 the patient reported that there was a loss of efficacy on the right side of the back. Xray imaging performed at that visit found that the right lead had migrated away from the intended nerve target. On (B)(6) 2025 a surgical revision was performed to remove the migrated lead and place a new lead at the intended nerve target.

Manufacturer narrative:
The original implant is reported to have been sutured into place using non-absorbable sutures, however the patient is noted to have less than ideal tissue quality at the implant site. The patient reports being relatively sedentary but also reports increasing activity levels after implanting the nalu device and having reduced pain levels. It is unclear how much the patient's activities have impacted the stability of the implanted nalu system. Migration of implanted components is a known inherent risk and the information available is insufficient to draw any conclusions as to other factors that may have caused or contributed to the lead movement.